Manufacturer narrative:
A new pacing system was successfully implanted. The explanted lead was not returned to boston scientific crm. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that during the routine device replacement procedure; the atrial and ventricular setscrews of this pacemaker were not able to be loosened. Multiple wrenches were attempted and one wrench broke inside the header. The ventricular lead had to be cut in order to remove the system and implant new leads. The device was removed, replaced, and returned for analysis. Upon removal and during cleaning of the device at the hospital, the lead was able to be removed. No adverse patient effects were reported.